Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial driveline damage was confirmed via the photographs of the damage submitted by the account. A specific cause as well as a direct correlation of the reported events to the heartmate ii lvas, (B)(6) could not conclusively be determined through this evaluation. Evaluation of the submitted log files revealed that the pump appeared to function as intended and operated at or above the low speed limit for the duration of the files. There were 5 photos that were submitted by the account for analysis. Figures 1 and 2 of the customer photos showed black electrical tape covering the driveline and the controller power cords. Figures 3, 4, and 5 showed an area of the driveline where the electrical tape had not been applied. In these photos, there was a tear in the outer jacket of the driveline, exposing the bionate layer underneath. These photos did not show any visible evidence that the bionate layer had been breached. Additional information revealed that the bionate layer had not been breached, as there were no visible cooper fibers exposed. It is likely that any black fibers that were seen were from the electrical tape that the patient had used to cover the tear. The patient remains ongoing on hmii lvas serial number (B)(6). No product was received for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11jul2014. The current heartmate ii lvas instructions for use (IFU) and the current heartmate ii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was seen in the clinic with a worsening visible silicone tear in their driveline. Copper fibers were exposed. No lvad alarms were reported. It was recommended that the driveline be further repaired with fusion tape.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the report of superficial driveline damage was confirmed via the submitted photos received from the account. The outer jacket of the driveline had a hole in it, revealing the underlying bionate layer, which appeared intact. No issues were revealed within the submitted log file. The actual speed did not decrease below the low speed limit for the duration of the log file. The system appeared to function as intended. The patient received a rescue tape repair, and a clam-shell repair. No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The current heartmate ii lvas outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous driveline damage was captured under catsweb complaint (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the driveline cable sustained additional cosmetic damage. There was no green oxidizing or wires exposed that the site could see; it has been temporarily taped over.